Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test could not be performed due to prime fill anomaly. All button functioned properly. However, moisture damage was found on the keypad traces. The device was monitored for several days and no button error alarm noted. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched keypad overlay and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 379 mg/dl. No significant events leading to the alarm were recalled. The device was returned for analysis.